Event description:
It was reported that a patient with diabetes had recurrent insulin delivery issues, with blood glucose rising to 353 mg/dl despite a bolus. The infusion site was wet and smelled of insulin, so it was removed and a manual insulin injection was given. Blood was found in the cannula, a new infusion set was placed at a different abdominal site, and insulin delivery resumed. The patient reported tingling in the extremities and lethargy. There was a patient involvement and there were no additional adverse consequences.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.